Event description:
It was reported the catheter disconnected from the pump. Hcp stated, it was confirmed and that they are not going to stop the pump. At the time of this report, no further details were reported. Additional info was requested and will be provided when available.

Manufacturer narrative:
(B)(4).